Manufacturer narrative:
Health effects - health impact code updated device evaluation: both tamper seals are intact. Top case cracked and chipped by the front left bottom corner. Cracked right plunger case and visible contamination. Syringe empty alarm found in ehl several times. Reported problem duplicated during occlusion test. Broken position potentiometer and carriage found inside (device might have been subjected to heavy physical impact). Replaced position potentiometer and carriage. Performed infusion/occlusion test. Device software upgraded to v6.0.1 product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the syringe displayed near empty alarm when it was full. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.